Event description:
It was reported that pump displayed malfunction alarm code and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if alarm occurred again, which customer acknowledged and understood.